Manufacturer narrative:
Additional information received noted that this lead was capped and left insitu.

Manufacturer narrative:
Upon return and analysis this investigating will be updated.

Event description:
Boston scientific received information that during a normal device changeout procedure it was noted that there was an insulation breach on this right ventricular lead. The lead was tested with a pacing system analyzer (psa) and pacing impedances were high out of range. A new lead was implanted. This lead will be returned for analysis. No adverse patient effects were reported.